Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on jul 14, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) of the reported 1 opened opocr3021l phaco tip was received within a vial; no information on the returned package indicated a lot number. A visual inspection of the returned product reveals a swab and a phaco tip returned inside a small gray plastic component. The reported "metal foreign object" was found on the lid of the vial in which these components were returned in. A visual inspection of the phaco tip reveals several scratches and dents, as if parts of the tip have been scraped. The foreign metal matches the color and size of dents seen on the phaco tip. The reported issue is confirmed. Upon further investigation it appears that the amount of damage to the hub area of the needle was most likely due to the improper use of the field installation wrench. It appeared that the wrench may have been applied to the needle from the left to the right with more force into the needle than rotational force. This would have caused a significant amount of needle material to be removed and possibly entering into the patient. There was no evidence that this came from the viant medical manufacturing process. Viant also performs a 100% visual inspection of every needle under magnification prior to shipment which would have detected this level of visual defect. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Event description:
It was reported that a foreign metal object fell into the patient's eye during phaco procedure. The foreign object was removed without any patient adverse event. No additional information was provided. This report is for the phaco tip. A separate report will be filed for the sleeve.